Manufacturer narrative:
The field engineering specialist initial findings were confirmed as the root cause.

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 6 patient samples that were tested for either elecsys estradiol iii assay (estradiol), elecsys hcg + beta test system (hcg+b), or elecsys progesterone iii tested on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. Of the data provided 1 patient sample had a reportable malfunction for hcg+b and 1 patient sample had a reportable malfunction for estradiol. Patient 1 initial hcg+b was 2625 iu/l with a repeat result of 6867 iu/l. Patient 2 initial estradiol was >11010 pmol/l. Clarification was request but has not been provided if there were any data flags associated with initial result. The sample was repeated with an auto-dilution of times 2 with a result of 6095 pmol/l. The erroneous results were released outside of the laboratory and corrected reports were issued. There was no allegation of an adverse event. The hcg+b reagent lot was 259199 with an expiration date that was not provided. The estradiol reagent lot was 252578 with an expiration date that was not provided. Qc results prior to and following the event were good. The customer noticed that the active bottle of preclean was showing signs of vacuum deformity. The instrument indicates that the pinch tubing was last changed in july 2017, but the customer could not confirm if this was correct. A field service engineer replaced the measuring cells on 19-jan-2018. Performance and precision testing was performed. The instrument check results confirm that the analyzer is working within specifications. The customer stated that there have been no further issues since replacing the measuring cells.